Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. It is indicated that the delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of angina, dissection and ischemia are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse patient events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the patient experienced pain similar to a pulled muscle, showed elevated troponin and underwent angiography which revealed a blockage in the left anterior descending (lad) artery. A 2.75 x 18 mm xience v stent was implanted without reported issue. In (B)(6) 2012 the patient experienced cold sweats and chest pain while being compliant with dual antiplatelet drug therapy (dapt). On (B)(6) 2012 the patient received a second non-abbott stent near the previously implanted xience v stent. A comment made by the physician stated that the artery may have been knicked/torn during the first procedure while removing the delivery catheter and when it healed a blockage was formed. There was no reported adverse patient effect. No additional information was provided.